Manufacturer narrative:
Additional information provided indicates the device achieved fixation and was utilized as intended. This information reverses the previous determination of a reportable malfunction. Achievement of fixation in the bone will not require additional intervention by the surgeon. This reported complaint is deemed non-reportable. Device has been received, evaluation has not yet begun. (B)(4).

Event description:
Additional information received stated that the site was able to use this anchor to achieve adequate fixation; they did not need to use a backup device. The surgeon was confident that all debris was removed from the patient. The patient was noted to be okay post-procedure.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a rotator cuff repair, it was reported that the doctor was disengaging the suture anchor from the inserter and tensioning mechanism and the black piece that holds the suture came loose and slid into the incision. The doctor was able to retrieve it using a hemostat and finished the procedure. The patient was fine.